Event description:
Paramedics attempted to use the device to administer a defibrillator shock to a pt. The device allegedly failed to complete charging to the selected energy and use of the defibrillator was inhibited. A backup defibrillator was made available and used to administer countershocks to the pt. The pt was not resuscitated.